Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient's name was not found. A technical support specialist (tss) checked myqlink and could not find the patient¿s name. The tss suggested creating a temporary profile; however, the patient required a narcotic, so the caller arranged for the medication to be stated to the location. Later, the tss reached out to the pharmacy and was informed that there was an issue with the integration and messages were not being sent as expected. The customer resolved the issue and confirmed that messages were being received again. The tss verified that the provided example was now showing as admitted. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, system had an issue where patient was not showing up on cabinet. The customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.